Manufacturer narrative:
(B)(4). A portion of the distal tip was broken but was not returned with the device. Additionally, a portion of the distal end is discolored/faded. No other issues were identified during inspection. A manufacturing related potential cause was not suspected, therefore, no manufacturing record evaluation is required. The complaint condition is confirmed. While no definitive root cause could be determined it is possible that the device encountered unintended forces (during usage or handling at the time of surgery). During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities.

Event description:
The tip of the viper final tightener driver #286745550 got stripped during the final tightening process. The tip of the suction #292908011 is damaged. It seems that it got worn out due to repeated use along side cutting instruments. No-charge replacements needed for both. Po#2697726. Customer reference/po/service: (B)(4), was surgery delayed due to the reported event?: unknown, was procedure successfully completed?: unknown, were fragments generated?: unknown, if yes, were they removed easily without additional intervention?: unknown, patient status/ outcome / consequences: no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study --> unknown, (B)(4). Device property of: none, device in possession of: none, (B)(4). Device property of: none, device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True. This complaint involves two (2) devices.